Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a bad fall about six months ago. Since then, sometimes when they are walking around their stimulation goes really high and the device puts them into muscle spasms. It is so bad that they fall to the ground. The patient states that it does not happen all the time. The patient was redirected to their healthcare provider. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient believed the stimulator was causing a shocking sensation which was causing them to fall. The shocking was felt down the patient's legs and in his knees causing him to fall. It was noted the patient was heavy and cannot get up by himself. He is primarily confined to a motorized wheelchair and spends 18+ hours in the wheelchair per day, but occasionally they tried to walk in their yard. The issue happens only when he walks outside of his home. Impedances were checked and all were good. The patient reported excellent pain control using adaptive stim at 0.6 ma. The hcp was asked for a possible x-ray to rule out lead migration that might cause uncomfortable stim. The rep was going to meet the patient at the first possible time per his schedule to follow up with the hcp for a mid-level x-ray. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing has been resolved at this time. Patient stated they are waiting to hear back from their hcp. Patient stated there may have been miscommunication and explained that he did not have a fall first. It was that the ins had him go into a spasm first which led to the fall. Patient stated the spasm was so bad that he could not get up. Patient was outside when this happened. Patient reported details that 2 men helped him and thought he may be having a heart attack and wanted to call an ambulance. The day when it happened he called manufacturer. Patient stated this had happened before and had been going on for 3 months. Spasms still happening. Patient stated he lowered stim but whenever he sat up or turn a certain way or try to get back in position it causes back spasm. Patient stated they told him he needed to exercise because he was 325 lbs and that his muscles deteriorated. Patient stated the rep may send him to do x-rays. Patient mentioned therapy helps him walk and has been doing its job except having those spasms lately. Before implanted, patient could not even walk.he appreciates therapy he lps him walk. Additional information was received from the rep. It was reported that they met with the patient on (B)(6) 2020. Rep stated they are awaiting an x-ray to be done and results. Issue not resolved at this time.